Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a 118" (300 cm) appx 9.3 ml, transfer set w/anti-siphon valve, 3-way stopcock, 2 microclave®, 0.2 micron filter, luer lock where the customer reported leaking on 4 sets during patient use. There was patient involvement, no patient harm, no adverse events and unknown delay in therapy.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. The returned sample sets were tested and performed as expected. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.